Manufacturer narrative:
Initial reporter address: (B)(6). Initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the line of a continu-flo solution set was separated from the chamber. This issue was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). H4: device manufacture date: january 2021. H10: the actual device was not available; however, retention samples were evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including gravity and leak testing were performed and no issues were observed. The reported condition was not verified on the retention samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.